Event description:
It was reported that during a superion indirect decompression system implant procedure while deploying the vertiflex spacer, the spacer body came apart. It was replaced with a new spacer and the procedure continued normally. The spacer will not be return as it was discarded at the facility.